Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Pain was reported. Bone quality at the time of implant failure was type ii. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Patient is allergic to penicillin and shellfish.